Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ peripheral venous catheter broke from the hub and remained in the patient. An ultrasound and radial artery incision was performed to remove the broken piece, leaving an incision scar on the patient's hand. The following information was provided by the initial reporter, translated from chinese: "the anesthesiology nurse reported that the tube was broken after extubation after the puncture, and it needed to be cut and removed" "the broken tube was removed under ultrasound through radial artery incision, and the patient had an incision scar on his hand"

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter broke / separated after placement was not confirmed upon inspection of the photo. The sample photo did not show enough evidence to confirm the reported defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ peripheral venous catheter broke from the hub and remained in the patient. An ultrasound and radial artery incision was performed to remove the broken piece, leaving an incision scar on the patient's hand. The following information was provided by the initial reporter, translated from chinese: "the anesthesiology nurse reported that the tube was broken after extubation after the puncture, and it needed to be cut and removed" "the broken tube was removed under ultrasound through radial artery incision, and the patient had an incision scar on his hand".